Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. B5, d9, h1, h10. Remove MDR codes: 1912,4613 add 2199,4582 b5, d9, h1, h10 remove MDR codes: 1912,4613 add 2199,4582.

Event description:
There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer¿s blood glucose level was 51 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.